Event description:
During a colectomy while using the tlc75 linear cutter it was successfully fired three times and would not fire after this. A new tlc75 was opened to complete the case without incident. There was no consequence to the pt.